Event description:
Dealer stated that the end user cut her leg on the sector block, for the front riggings, for a myon wheelchair. Dealer advised that the end user foot propels with no front riggings on chair. Dealer advised user resides in a long tem facility, has dementia and thinks that it was just a scratch that bled, dealer will go out to see end user to make sure. Invacare talked to the dealer who stated that he met with the user and the injury was just a minor scratch. He put tubing guards on the chair, cut them so they can velcro them onto the chair to cover the sector blocks when needed. That fixed the problem as the user doesn't use legrests. There is no alleged malfunction to the chair just that she foot propels. MDR filed based on the minor injury.